Event description:
Pt states they had implants placed in 05/1998 for purpose of breast augmentation. They began having "allergy problems" 2 yrs after implant, to include unexplained rash. Pt also states she is having "breathing problems", & that it "feels like I'm drowning" when lying down, & has had cough for 10 mos. Pt also complaining of severe pain in left breast. States she has been on antibiotics for 9 mos consecutively now, & that her md does not feel symptoms are related to her implants. Pt is having product explanted on 8/31/98. Additionally, pt states she currently has dry eyes & mouth & that her fingers are numb at times. Pt believes all symptoms are related to implant.